Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the first reload was fired during a laparoscopic vertical gastroplasty, the surgeon connected the reload unit and tried to fire the stapler again but it did not work. The surgeon was able to press the green button but the trigger remained locked. In addition, the surgeon tried harder and device made a loud noise but still did not work. A new stapler was used to complete the case. There was no patient injury.